Event description:
It was reported that the pump touch screen was missing pixels. Customer's blood glucose was 42 mg/dl. Customer consumed carbohydrates to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.